Event description:
It was reported that during unpackaging of the 2.75x20mm nc trek balloon dilatation catheter (bdc), the protective sheath could not be removed. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove the protective sheath was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for difficulty removing the protective sheath. Based on the information reviewed, there is no indication of a product deficiency.